Event description:
On 08/17/2006 microaire received a report from smith and nephew surgical. The report indicated that a microaire bur had broken. The bur allegedly broke during use, and the bur head became wedged in the pt's tooth.

Manufacturer narrative:
No product was returned for eval. A review of the complaint history for the product from january 2004 through august 2006 indicated complaints, both of which were at the same end customer as the current report. One previous complaint had no product returned, and the other previous complaint showed indication of a stress fracture. Based on past history and symptoms of current report, suspect customer misuse/mishap as cause of problem.